Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature on insulin pump and treated high blood glucose event with manual injection. It was also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 80 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event 430 mg/dl. Customer declined trouble shooting for the issue. The sensor and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.